Manufacturer narrative:
The root cause has been established through acumed's health hazard evaluation process. Acumed is taking approriate actions to address this root cause. Additional reporting on this event will be provided as a follow up report if alternative information becomes available. Examination of the returned screw: the returned screw exhibits asymmetric damage to the second through fourth turns of locking thread closest to the head; there are occasionally nicks in the peaks/crests of threading which wear away the anodization coating and expose bare metal.

Event description:
It was reported: during the surgery, the tip of the screwdriver fractured, causing a minor delay. The delay was due to the need to remove the screw in which the broken tip had become lodged. Another screw was then implanted using a different shaft from the kit, and the procedure was successfully completed.